Event description:
During the robotic case with dr (B)(6) in operating room 8, the valleylab unit ksg 110 was not giving power to robotic instrument. The gray monopolar cord was checked at unit site and robotic arm. Dr (B)(6) said it was working ok. About 10 minutes later, he was having the same issue of no power to robotic instrument. (B)(6) first assistant both looked over at the valleylab and saw a small flame the size of a birthday candle at the plug site of the valleylab. She was able to extinguish the flame with a wet towel and unplugged the power cord. The plug / cord connection burned thru separated the cord in two. A new monopolar cord was obtained and valleylab unit to finish the surgery. Dr (B)(6) was notified of incident as it happened real time. No injury was noted after incident on the pt.